Event description:
It was reported to philips that the system motorized movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system stopped working. Upon troubleshoot fse found issue inside the system. To resolve the issue, fse perform the adjustments and completely switch off the system and restarted again. After completely switch off the system and restarted again, the system is returned to good working condition. The codes were updated based on the investigation outcome.